Event description:
It was reported that the customer experienced low blood glucose. The blood glucose at the time of incident was 33 mg/dl. Customer's blood glucose at time of call was 90 mg/dl. It is unknown if the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.